Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in tubing) which occurred on the homechoice (hc) during fill. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) cycled the power and a system error 2367 occurred. The hp cycled the power again, and the system errors did not repeat. The hc was at "press go to start." Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2267 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.